Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results of 229, 214, 164, 170 and 166 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer's expiration date is 01/31/2020, and open vial date is about one week. The meter memory was reviewed for previous test result history: (B)(6). Poke with his wife about the meter reading so high for him. He has no exercise or eating changes just a medication that did not agree with him and was told not to take it anymore. He has been using the meter for several months with no problems. He sees an endocrinologist, but does not know his a1c.